Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found within specification in relation to the reported failed downstream occlusion testing which was not reproduced during evaluation. Evaluation sent unit for downstream occlusion testing and the unit had passing results. Downstream occlusion alarms were verified through a review of the event history log and no component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.